Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this device exhibited atrial channel oversensing of ventricular signals, resulting in inappropriate atrial tachy response (atr) episodes. Technical services (ts) discussed programming changes that the health care professional (hcp) performed. This device remains in service. No adverse patient effects were reported.